Event description:
The user experienced an ongoing issue with ion selective electrode (ise) alarms and received questionable ise results for an unknown number of patient samples. Of the data provided for four patient samples, only the chloride result for one patient sample was discrepant and reported outside the laboratory. The initial result was 67 mmol/l with a data flag and was auto-verified. The sample was repeated and the result was 103 mmol/l. The repeat result was considered to be correct and a corrected report was issued. The user refused to provide information concerning if the patient was adversely affected. The chloride electrode lot number was a02 with an expiration date of 01/31/2013. The field service representative determined the ise 2 is/diluent nozzles were misadjusted. He adjusted the ise 2 is/diluent nozzles to allow proper mixing and to prevent foam/bubbles from forming in the mixing vessel. To verify the analyzer operation he performed ise checks, a 20 cup precision run, and qc with all results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.